Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the implantable cardioverter defibrillator (ICD) exhibited failure to sense and unable to provide electrogram. The ICD was not implanted and an alternate near at hand was implanted instead on 18 may 2023. Patient condition was stable.

Manufacturer narrative:
The reported event of a sensing and egm anomaly was confirmed. Electrical testing revealed low internal voltage within the hybrid. An internal hybrid anomaly was found to be the cause of the reported event. No other anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.